Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer did not provide a bg value. Customer declined troubleshooting with tandem technical support, and to provide any additional information.